Event description:
It was reported that prior to use on a patient while being transported via air lift, the cardiosave intra-aortic balloon pump (iabp) was alarming "no pressure cable attached". It was noted that the patient's vitals were stable. Additionally, there was no pressure baseline response on the iabp unit so the customer decided to not place the patient on the iabp unit.. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and found that the blood pressure (bp) transducer adapter cable was defective. The stm replaced the bp transducer adapter cable to resolve the issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient while being transported via air lift, the cardiosave intra-aortic balloon pump (iabp) was alarming "no pressure cable attached". It was noted that the patient's vitals were stable. Additionally, there was no pressure baseline response on the iabp unit so the customer decided to not place the patient on the iabp unit. There was no patient involvement and no adverse event was reported.